Event description:
It was reported that the 9800 system displayed intermittent low ma error messages at higher techniques. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep performed ma null off site adjustment and filament calibration. The system operates as intended.